Event description:
It was reported the patient had a lead revision in 2007. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# n0027894, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377745, lot# n0027894, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information received reported that fluoroscopic imaging was done and it showed that the percutaneous leads had migrated and the patient experienced a lack of effect. The cause of the migration was unknown as the patient denied trauma or falls. There were no other visible issues seen with the leads when they were removed.

Manufacturer narrative:
(B)(4).